Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, lab: 2.4. Meter testing was completed at 11:45 am, lab testing was done at 2:00 pm.

Manufacturer narrative:
Investigation pending.